Event description:
(B)(4). I began to have issues with joint pain, frequent headaches and vision issues. Back pain, painful periods, pain around ovaries, mood changes, foggy brain, sleep issues. Chronic tiredness and issues losing weight no matter what I did.